Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 438 mg/dl, 246 mg/dl, 260 mg/dl. Tests were done within 10 minutes with a difference of 36%. Pt did not experience any adverse events. No further information has been reported. Note - customer is not using control solution.